Event description:
Pt reading 100% o2 saturation while utilizing nelcor n395 pulse oximeter. Pt visual assessment indicated blue color and cold extremities. Pulse oximeter probe switched to a hewlett packard and o2 saturation read 60-70%. Pt progressed to respiratory arrest.